Event description:
A new blood pressure monitor that appears to function properly but gives readings that are extremely inaccurate. Comparison with rptr's dr's instrument indicates that this monitor's readings are approx 30 mm low. Rptr would consider this a dangerous product since it would lead rptr to overlook a hypertension problem. Details on the device are in the section d. MFR has refused to provide a refund.